Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it failed. Data was downloaded previously for evaluation and it confirmed the customer complaint. The reported event of no initial calibration was confirmed. The root cause was determined to be a loss of connection.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, no initial calibration occurred. No additional patient or event information is available. No product was provided for evaluation. Data was provided for evaluation. Data review confirmed the reported event of no initial calibration. The root cause was determined to be signal loss during warm-up. The reported issue of no initial calibration is reportable based on the finding of signal loss.